Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2023. Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller stated they were doing a t and l spine MRI to investigate alleged fractured leads and continued back pain. Pt had fall seven months ago and things have been worse since then.